Event description:
It was reported that the external pulse generator would not power up despite a new battery being used. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery contacts were contaminated. It was also noted that the main keypad was replaced as a preventative, the serial number label was damaged and the main clear cover was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.